Manufacturer narrative:
Date of event is estimated. During processing of this complaint, patient weight and complete event information were not requested due to patient not consenting to further contact. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04000. It was reported the patient underwent surgical intervention during which the ipg and lead were explanted. The reason for explant and date of explant are unknown.

Manufacturer narrative:
The results of the investigation are inconclusive as no implant(s) was/were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.